Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer cleaned the sample probe and verified the washing unit was okay. The field service engineer found a leak at the washing station and pinched tubing. He corrected the issue and ran qc and a reproducibility test which were acceptable.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. Patient 1 initial glucose result was 0.335 g/l and the repeat results were 0.944 g/l and 0.935 g/l. Patient 2 initial glucose result was 0.136 g/l and the repeat result was 0.836 g/l. It was not known if any questionable result was reported outside of the laboratory. The reagent lot number was 563746. The expiration date was requested but was not provided.